Event description:
The user facility reported an unspecified undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that an automated impella controller (aic) displayed a controller error alarm during patient support. The aic was replaced in response to the noted failure. There was no patient harm.

Manufacturer narrative:
The investigation was completed. The device was returned. Console logs from the reported day of event were consistent with the complaint and showed an controller error alarm, preceded by loss of placement signal as well as all data received from optical bench. The issue was unable to be reproduced throughout testing. The cause of the issue was not determined since the issue could not be reproduced.